Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/18/2020.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: vol.116,no.3 supplement to plastic and reconstructive surgery. [(B)(4)].

Event description:
It was reported via journal article title : inframammary fold creation in breast reconstruction. Author : hee-chang ahn, md; kun-yong sung, md; seung-hoon lee, md; weon-joong whang, md; jung-keun oh, md. Citation: vol. 116, no.3 supplement to plastic and reconstructive surgery. The aim of this paper was to address the importance of the inframammary fold in autologous breast reconstruction using free tissue transfers whether formation of an inframammary fold during free tram breast reconstruction was needed to maintain the shape and placement of the flap. Between the period of 1995 to 2003, 104 patients underwent breast reconstruction with a free tram flap from 1995 to 2003. Patients were divided into three groups. One group (n=25) had no suture fixation of the inframammary fold. The second group (n=27) had an inframammary fold created with absorbable sutures (3-0 vicryl).the last group (n=52) had the formation of the fold with non-absorbable sutures (3-0 mersilk). In the group with absorbable suture fixation (3-0 vicryl), 2 cases (7%) demonstrated displacement of the flap and 3 cases (11%) of partial inframammary fold disruption. In the group with non-absorbable suture (3-0 mersilk) fixation of the inframammary fold there was only one case (2%) partial disruption of the fold. There were no cases of flap displacement. In conclusion, this data indicates that reinforcement of ligamentous structures for making a definite inframammary fold is necessary to maintain flap placement and shape. The authors also determined that it should be recreated with non-absorbable sutures. Preoperative markings and design are essential to achieve breast symmetry and to mark the location of inframammary fold. While performing breast reconstruction the area of the inframammary fold should not be undermined in order to preserve the zone of adherence.